Manufacturer narrative:
Date of initial report: december 5, 2007. To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that during a hysterectomy the cover of one jaw of the device fell off and was retrieved by the surgeon.